Manufacturer narrative:
A historical data review on the device was performed and no trend was identified on the complaint event. There were no capas or non-conformances on the device. Since the device was not returned for evaluation, the root cause is indeterminate.

Event description:
Revision of tlif l4-s1 - revision surgery to remove lose l4 screws and cage which he moved posteriorly and was occupying foramen. Patient was experiencing only mild symptoms following primary procedure. L4 screws were replaced and cage removed/replaced.